Event description:
On (B)(6), 2010, it was reported that the chief surgeon of the hospital reported via our sales rep. That during the surgery, it was not possible to build up compression by using this twinfix screw. According to his information, the patient was not impaired by this event.

Manufacturer narrative:
Device enroute to manufacturing site for investigation.